Event description:
Covidien received information stating that an 840 ventilator stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. There is no report of patient injury associated with this event.

Manufacturer narrative:
(B)(4).the covidien customer support engineer inspected the device and verified the reported issue. The cse replaced the breath delivery (bd) printed circuit board (pcb) to resolve the reported issue.